Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2018; 5076-58, lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was muscle twitching correlated with heart beats and possible pocket stimulation related to the left ventricular (lv) lead. High lv and atrial thresholds were also noted. An x-ray was ordered to determine if the lv lead had moved. The lv lead was reprogrammed to a different configuration, and both the lv and atrial leads remain in use. No further patient complications have been reported as a result of this event.